Event description:
Information received indicates that during an electrical safety check, the bed was found to have no electrical ground.

Manufacturer narrative:
The technician replaced the power cord to repair bed.